Event description:
It was reported that during a tonsillectomy procedure using a procise xp wand, the ablate function was not working properly. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.